Event description:
The patient reported their blood glucose level reached 19 mmol/l (342 mg/dl), while wearing the pod for longer than 48 hours on their abdomen. They reported the pod leaked insulin. As treatment, a new pod was applied.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn, from which fluid was observed to leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.